Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported that their pump starting flipping a week after it was implanted ((B)(6) 2024). The pump was scheduled to be removed on (B)(6) 2024, and the patient typically goes a month between refills and saw her doctor today. The doctor was very upset when she explained that she was having the pump removed next month as it was flipping and not helping her. Patient stated she spoke to a "guy" at medtronic who told her not to flip the pump. The pump was flipping due to it being placed in the same place as the previous pump per patient. Patient stated she refuses to go back to see her managing doctor because of the way he spoke to her today.